Manufacturer narrative:
E2: no. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. A device history review of the actual device was conducted and found no problems. This issue is addressed in the instructions for use (IFU). IFU applicable sections: the following description is included in the finder observation in the "instructions for use" section of the instruction manual: - when the finder is not used, the sample is not used. When the viewfinder is not in use, attach the viewfinder cap to the viewfinder. When the viewfinder is pointed toward an indoor light or a bright window, indoor lights, etc. May appear on the monitor. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the electrical contacts. There was no patient involvement.